Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that manufacturer representative (rep) went to see patient in pre op before his battery replacement to transfer his settings to a new battery. Rep ran an impedance test and got high impedances on contact 2. Rep  notified the surgeon of the impedance issue, however after connecting the new battery to the extensions in the or, there was no longer an impedance issue. All resolved. No symptoms reported. Additional information was received from the manufacturer representative (rep). The cause of high impedances was not determined. They resolved once we placed the new battery in so no further investigating was done. The impedances are now all clear.